Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. The sensor was allegedly inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.